Event description:
The hcp reported patient experienced intermittent increased spasticity over the last several weeks. X-ray of catheter shows what appeared to be a "disruption at the pump connection." Telemetry reveals a low reservoir alarm is occurring. Approximately 2.5ml of drug was aspirated from the reservoir. The patient is receiving baclofen 2000 mcg.ml at a daily dose of 480 mcg/day. An indium scan was performed in 2006; results not reported. A follow-up report will be sent if additional information becomes available to us.